Event description:
Problem - while using the drill in the cut block slot the drill bit broke off and some of the pieces where left inside the patient.

Manufacturer narrative:
Manufacturer narrative: the instrument was returned on (B)(6) 2019. When the reported event occurred the instrument may have been in service for 2.8 years. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Review of complaint history indicates to date ((B)(6) 2019) 16 complaints have been reported against this part number. 1- dull/worn, 1- bent, and 14 broke/cracked/damaged. Of the 16 reported, 2 of them are this lot number. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required.